Manufacturer narrative:
Investigation summary: sample evaluation: four photos and 125 5ml syringes in blister packs inside a shelf carton confirmed to be from batch #8329685 (p/n 309646) were received and evaluated. The carton appeared to be damaged due to significant creases on each side. The damaged was consistent with the carton being compressed. It was observed some product inside the box was subjected to similar forces due to the wrinkling of the blister packs. Approximately 10 packages appeared to have deformations that indicated the syringes were being crushed, one of which had an open seal. DHR review: release date: (B)(6) 2018. Released quantity was 477,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8329685 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Potential root cause: the most likely root cause for the open seal defect is associated with transportation or distribution of the product. The damage to the carton most likely caused the open seal. Corrective and preventive action: this defect was not confirmed to originate from the manufacturing facility. Therefore, no corrective actions are necessary.

Event description:
Material no. 309646 batch no. 9088557, 8329685 it was reported that before use of the bd luer-lok¿ syringe sterile, single use the shipping case that contains 125 each of the bd luer-lok¿ syringe sterile, single use the package seal integrity is poor causing some packages to be open. There were 40 of the packages that had poor package seal. The following information was provided by the initial reporter: during inspection and labeling at the warehouse one box(125 units) of [syringe, luer-lok tip, 5ml sterile(rm991)] was found damaged. The plastic packaging surrounding some of the syringes had been torn open. This material was not used in manufacturing

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9088557, medical device expiration date: 2024-02-29, device manufacture date: 2019-03-29. Medical device lot #: 8329685, medical device expiration date: 2023-11-30, device manufacture date: 2018-11-25, device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 309646 batch no. 9088557, 8329685. It was reported that before use of the bd luer-lok¿ syringe sterile, single use the shipping case that contains 125 each of the bd luer-lok¿ syringe sterile, single use the package seal integrity is poor causing some packages to be open. There were 40 of the packages that had poor package seal. The following information was provided by the initial reporter: during inspection and labeling at the warehouse one box(125 units) of [syringe, luer-lok tip, 5ml sterile(rm991)] was found damaged. The plastic packaging surrounding some of the syringes had been torn open. This material was not used in manufacturing.